Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services powered the monitor on and the image was good. The cable was wiggled / flexed with no results. The monitor was attached to a rolling cart, the back casing was flexed and green lines / static appeared on the screen. The fault was determined to be an electrical connection failure. The faulty input connector / back shell assembly was replaced. The baton was plugged in, all the tests were performed again and the correct image appeared on the screen. The device was returned to customer. Additional part used: glidescope avl video baton 3-4; catalog: 0570-0313; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image kept cutting in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.